Manufacturer narrative:
Invacare awareness date 01/29/2013. Complaint was not given to regulatory affairs for processing until 05/23/2013. Malfunction alleged. No serious injury alleged. Per dealer, the chair is stalling out.

Event description:
Provider states chair stalls out (error code), shows right motor fault.